Event description:
Philips received a complaint from the customer reporting the touch screen on the v60 ventilator was not responsive to touch commands. The device was not in clinical use; the issue was identified in a pre-delivery functional check. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and was no able to confirm the reported issue. The issue could not be replicated in testing. The pse proactively replaced the touch screen to prevent a recurrence. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.